Event description:
The hosp biomedical engineer reported that the device failed to discharge during testing.

Manufacturer narrative:
The hosp biomedical engineer reported that the device failed to discharge during testing. He localized the issue to the paddle set. Replacing the paddle set resolved the issue.